Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2023-10706 is being retracted since it was found to be a duplicate of mrf# 1818910-2023-10402. MFR# 1818910-2023-10402 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibia hinge insert. During an operation to change part of a patient's knee prosthesis, when removing the dislocated implant, the surgeon finds that the insert is mismatched between its polyethylene part and its metallic reinforced part. The insert was removed.